Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he experienced high blood glucose. Customer stated he could not get it to go below 200 mg/dl. At times his blood glucose is from 400 to 500 mg/dl; current level is 280 mg/dl. Customer treated with a bolus and will be treated with manual injection. During troubleshoot; it was stated the drive support cap is recessed. The tubing has no air bubbles and no insulin leak was found. Insulin did exit the tubing with manual prime. Time, date, basal rates and bolus wizard are set up correctly. Insulin pump passed the high pressure test. 28 no delivery and 28 low reservoir alarms found in the history. Nothing further reported.